Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during a laparoscopic appendectomy, the bag detached from the ring and fell into the patient cavity. The detached product was retrieved using another product. There was no patient injury noted during this event.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Pmv performed functional testing which included retracting and advancing the ring without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.